Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele.

Manufacturer narrative:
It was reported that the boston scientific advantage transvaginal mid-urethral sling system was concurrently implanted on (B)(6) 2010. The patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. On (B)(6) 2012, the patient underwent a vaginal closure, uterosacral vault suspension and enterocele repair secondary to vaginal and bowel erosion with 12¿ bowel evisceration through the vagina. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with sacrocolpopexy procedure. There is mention of the advantage transvaginal mid-urethral sling system being implanted, however, there is no further clarifying information provided. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.